Event description:
A sync issue was reported in which the pump sometimes displayed different values than the sensor device, and occasionally the sensor device showed values first with a delay on the pump. There was no reported adverse impact on the customer's blood glucose level. The customer was advised to contact the pump partner if the issue reoccurs.